Manufacturer narrative:
Date of event: unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 85 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: extension set not flushing; feels occluded prior to use.

Event description:
It was reported that 85 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: extension set not flushing; feels occluded prior to use.

Manufacturer narrative:
H6: investigation summary 84 unused samples were returned for investigation. Evaluation of 59 samples was performed. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. The sets were successfully flushed. The customer complaint that the extension set did not flush could not be replicated. A device history record review for model 20159e lot number 22069005 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set].